Event description:
Healthcare professional reported right side rupture. Later, physician reported "lymph node with silicone inside the right armpit" confirmed by ultrasound. The event of "oval, hypoechoic, parallel nodules without posterior acoustic shadow" is not device related. Device remains implanted.

Manufacturer narrative:
Continued reporter address: (B)(6). Continued reporter fax number: (B)(6). Continued postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.